Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Correction: serial number was inadvertently not included in the initial report. Manufacturing date 05/29/2015.

Manufacturer narrative:
(B)(6). Manufacturing year 2015. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a capsule tear occurred. The intraocular lens was deviated (displaced). The iol moved from the 3-9 o''clock into the 6-12 o''clock. It was reported the re-operation was scheduled for on (B)(6) 2019.